Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of cervicectomy ('cervix removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent cervicectomy (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("allergic reaction"), pruritus ("itching"), abdominal distension ("extreme bloating") and abdominal pain lower ("stabbing pain"). Essure was removed. At the time of the report, the cervicectomy, hypersensitivity, pruritus, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cervicectomy, hypersensitivity and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - stabbing pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cervicectomy ('cervix removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent cervicectomy (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("allergic reaction"), pruritus ("itching"), abdominal distension ("extreme bloating") and abdominal pain lower ("stabbing pain"). Essure was removed. At the time of the report, the cervicectomy, hypersensitivity, pruritus, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cervicectomy, hypersensitivity and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - stabbing pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: additional reporter were added, event- stabbing pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.